Event description:
It was reported that the catheter was being sent for analysis, though no additional information was given. Additional information had been requested.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2013, product type: accessory. (B)(4).